Event description:
A malfunction alarm was reported, identified with the code malf 3, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was informed that they could continue using the pump and advised to contact support again if the issue reappeared.